Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 470 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer's father stated he believes they will need to take the customer to the endocrinologist as he believes something may need to be change on the pump. The father was assisted uploading carelink o n the insulin pump. No further information was provided.